Event description:
A catheter leak at pump connection site was reported. The patient experienced increasing pain over 3 month period. The severity indicated as moderate. (B)(4) study was done and results revealed catheter disconnection at pump site. The catheter was replaced (B)(6) 2010. The outcome was noted as resolved without sequelae (B)(6) 2010. The pump delivered sufenta.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unknown. Catheter model # 8596sc, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unknown. Catheter model # 8703w, lot # l72777, implanted on: (B)(6) 2000, explanted on: unknown. (B)(4).